Manufacturer narrative:
Follow-up #1: date of submission: 12/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/14/2015 with the following findings: investigation revealed that the keypad cover was peeling at the ok keypad button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no defects were found to the button contacts. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: there was rust/corrosion in the battery compartment; leak testing revealed a display lens leak; the display was dim, fading, and discolored; there was a hairline crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.